Event description:
Info received that the casters will lock in brake position but will swivel. No injury reported.

Manufacturer narrative:
Stretcher located in repair station. Tech found that all 4 casters will lock in brake position but will swivel. Replaced 4 brake casters on stretcher to resolve this issue.